Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Event description:
Additional information reported the patient was on compounded baclofen at the time of the event and was being switched to gablofen. The patient had been previously refilled by a home health service and they used compounded baclofen.

Event description:
The patient¿s physician believed that the patient was having problems because they had been filled with compound baclofen for some time. They had increased spasticity. There were some discrepancies during pump refills. The pump was replaced on the date of the report. The patient¿s status at the time of the report was alive with no injury, and they were reportedly doing well. The pump contained gablofen.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.